Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Intraoperatively the mics handpiece became repeatedly unlocked, causing the handpiece to twist unexpectedly. Happened during a ltka 2.0 case.

Manufacturer narrative:
An event regarding locking mechanism failure involving a mako mics was reported. The event was not confirmed via inspection. Method & results: -product evaluation and results: evaluation 1: no problem found; reported condition confirmed: unable to confirm. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the event was not confirmed via inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Intraoperatively the mics handpiece became repeatedly unlocked, causing the handpiece to twist unexpectedly. Happened during a ltka 2.0 case.